Manufacturer narrative:
(B)(4). The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. The service history review revealed no previous service events that would cause or contribute to the reported problem. The sample analysis revealed non-conforming product that could have caused or contributed to the reported problem. The direct cause of the problem was deteriorated piston foam and a cracked door piston; these components were replaced to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice machine failed fluid volume accuracy testing. There was no patient involvement. No additional information is available.